Event description:
It was reported that a cartridge alarm occurred basal delivery. Customer's blood glucose level was 57 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.